Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Date of event is unknown. Additional information will be provided if available.

Event description:
It was reported that the high flow insufflation unit unexpectedly powered off via the front panel. Information regarding where the event occurred was requested but remains unavailable. No patient harm was reported in association with this event.